Event description:
It was reported that, during a procedure, after the first deployment, t1 of the fast fix fell off automatically. The procedure was resumed, using an equivalent sn back-up. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 have been cut from the suture and were returned separated. The t1 is fractured at the tip. The suture knot is tightened down. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.